Manufacturer narrative:
The reported complaint of the autopulse platform (serial#: (B)(4)) made a popping sound, it stopped compression and displayed "realign lifeband" error message was not confirmed during functional testing but confirmed during archive data review. No device malfunction was observed during the testing and the platform worked as intended. The investigation findings revealed that the root cause of the stopped compression, and displayed "realign lifeband" was due to the possibility that patient was "bouncy" during transport, or patient's chest has become too stiff and requires excessive force to compress, and/or broken/twisted lifeband. The reported complaint of the platform made a popping noise was confirmed due to the lifeband's used during the patient event was broken/damaged stitching. During visual inspection, not related to the reported complaint, a cracked short black cover was observed. The root cause is due to mishandling, such as drop. The damaged front enclosure needs to be replaced to address this issue. During the archive data review, user advisory (ua) 19 (max applied load exceeded) error message, thus confirming the customer complaint of device "realign lifeband" error message. This normally occurs when the patient was "bouncy" during transport or patient's chest has become too stiff, and requires excessive force to compress. As included in the operator's manual, the ua19 error message alerts the operator that the load plate has detected too much weight being applied, and the recommended action to clear the error is to press restart. Also in the archive, ua17 (max motor on time exceeded during active operation) error messages. The root cause of ua17 was due to low battery and broken/twisted lifeband, thus confirming the reported complaint of device stopped compression. During initial functional testing, the autopulse platform was tested with the normal size manikin (30:2 compressions) for 45 min & continuous compressions for 45 min and with the large manikin (lrtf) (30:2 compressions) for 45 min & continuous compressions for 30 min without any faults or errors. Awaiting customer's approval for service repair. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platform (serial#: (B)(4)) made a popping sound, it stopped compression and displayed "realign lifeband" error message. Crew re-aligned the patient and the lifeband but error message persisted. The lifeband was observed torn around the band clip. Crew performed manual CPR. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead in the cath lab. Per reporter, the patient's death was not related to the autopulse platform. Please see the following related MFR report: MFR 3010617000-2020-01220 for the lifeband.